Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel and aneurysm morphology are unknown. It was reported that a computerized tomography (CT) scan performed one year post implant indicated a possible pseudo-aneurysm above the pre-existing abdominal aortic aneurysm. A subsequent arteriogram indicated an endoleak. The proximal and distal ends of the stent graft were balloon angioplastied, but the endoleak was not resolved. The physician believed that the endoleak was a proximal type I endoleak. It was reported that there was no room for a proximal cuff; therefore, the decision was made to explant the stent graft. During the explant procedure, the pseudo-aneurysm was instead found to be a large cancerous tumor. The inferior mesenteric artery was reported to be feeding the aneurysm. The tumor and the stent graft were removed, and the aneurysm was repaired surgically. No clinical sequelae were reported, and the pt is reported to be fine. Receipt and analysis of the explanted device is pending.